Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that each of five (5) minicaps had no iodine; further described as "the sponge in the cap was found dry and no iodine liquid inside." This was observed after opening the aluminum foil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : five (5) samples were received for evaluation with the aluminum foil peeled. Visual inspection with the naked eye was performed and revealed the sponges of the minicaps were dry. The samples did not met specification. The reported condition was verified. Further inspection showed that the sticking side of the aluminum foil on the stuck trace was intact and therefore, showed the aluminum foil had been sealed well during the manufacturing process. Visual inspection was performed to retention samples with no issues noted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.